Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including improper bone preparation and incorrect surgical technique during device application. These factors may have contributed to the malfunction or compromised the integrity of the implant during the procedure. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/11/2025, a distributor reported via email that an ar-1927bcf-45 biocomposite corkscrew ft suture anchor broke when entering the bone. The case was completed by using another product. This was discovered during a rotator cuff procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested on 07/17/2025.